Manufacturer narrative:
(B)(4). Additional information: additional information received: was the device fired and no staples deployed or did the device deploy staples, but the staple line was incomplete? According to the surgeon, no staples were deployed at all. How was the procedure completed? It was a hartmans procedure, completed by peri anal hand sewn closure. How is the patient current status? The patient is currently on itu. The analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an ultra-low hartman¿s procedure, when the device was fired, there were no staples visible at the distal end. Hence once more no staples were fired. A tran¿s anal closure was required for the rectal stump. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information received: the received date of this complaint is 06/02/2015.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.